Event description:
It was reported that post paced t-wave oversensing was observed on the ventricular lead when pacing at 60 ppm with a 250 ms pace refractory. The threshold start and decay delay were reprogrammed until the lead could be revised.

Manufacturer narrative:
Na